Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A clot was reported. It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The physician exchanged short sheath over the versacross rf wire for the faradrive sheath with versacross dilator. The sheath and wire were immediately advanced into the superior vena cava (svc) and pulled down onto septum using intracardiac echocardiography (ice). Prior to tenting the septum, it was noticed that a clot had formed at the distal end of the sheath. The wire was removed, and then the sheath was aspirated. The clot was present in the syringe after aspiration. Heparin was administered to the patient prior to inserting the faradrive sheath, and the patient had an activated clotting time (act) of 291 at the time the clot was observed. An additional 5000 units of heparin was administered to the patient. The procedure was continued and completed successfully using the same device. The device is expected to be returned for analysis. The patient had a prior history of dvt in the past related to a PICC line. The clot was in the right atrium septum at distal tip of faradrive sheath while tenting for transseptal, visualized at transition of dilator and sheath per physician.

Event description:
A clot was reported. It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The physician exchanged short sheath over the versacross rf wire for the faradrive sheath with versacross dilator. The sheath and wire were immediately advanced into the superior vena cava (svc) and pulled down onto septum using intracardiac echocardiography (ice). Prior to tenting the septum, it was noticed that a clot had formed at the distal end of the sheath. The wire was removed, and then the sheath was aspirated. The clot was present in the syringe after aspiration. Heparin was administered to the patient prior to inserting the faradrive sheath, and the patient had an activated clotting time (act) of 291 at the time the clot was observed. An additional 5000 units of heparin was administered to the patient. The procedure was continued and completed successfully using the same device. The device is expected to be returned for analysis. The patient had a prior history of dvt in the past related to a PICC line. The clot was in the right atrium septum at distal tip of faradrive sheath while tenting for transseptal, visualized at transition of dilator and sheath per physician. The product was received for analysis.

Manufacturer narrative:
The device was returned to boston scientific. Upon receipt at our post market quality assurance laboratory, the versacross dilator passed flushing test (pre decontamination). During bench top analysis of returned product no damage was noted to the dilator. Also, no damage noted to the tip's dilator nor its hub. Although the device has been returned for analysis, there is no confirmation that the thrombosis occurred from the returned product, thus the reported allegation of thrombosis was not confirmed. Additionally, the initial MDR in block(s) d4 unique identifier (UDI) under section d. Suspect medical device was updated.